Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: date unknown. (B)(4). This report is for two unknown screws/unknown lot numbers. Original implant was sometime in 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated on an unknown date in 2013 for a t12 burst fracture. A synex cage was placed at t12 from a posterior approach. The patient was instrumented from t10-l1 with synthes uss dual opening. At an unknown time the patient developed kyphosis above the fusion. There were no problems with the existing hardware. On (B)(6) 2015, the surgeon operated on the patient to address the kyphosis. There were 6 uss do collars, 6 uss do nuts, and 2 rods removed during the revision surgery. Six uss do screws and 1 synex cage were not removed and remained implanted in the patient. The surgeon then placed 4 new screws above the existing ones at t8 and t9. A new rod was selected a new rod and connected it with the new nuts and collars. The procedure was successfully completed. This report is 7 of 7 for (B)(4).